Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had developed a burn-like skin irritation underneath the lifevest garment. The patient saw his physician and received a bephanten salve for the irritation. During a follow-up the patient reported that the irritation had improved.